Event description:
Customer called to report that the insulin pump alarmed motor error during basal. Customer's blood glucose reading was 392 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.